Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.1mm,dual sel,ha (tsv4h13) was returned for investigation. Visual inspection of the as returned product identified slight markings due to usage. The screw head was not damaged. Functional testing was performed for the returned product and the mount was unable to be removed from implant. No pre-existing conditions were noted on the per. The reported device tooth location is unknown and it was placed and removed the same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63606972) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage/release) and the device (tsv4h13). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter email address, country zip code: not provided.

Event description:
It was reported that during placement the implant (tsv4h13) the mount got stuck in the implant. Implant was removed and site bone grafted.